Event description:
Horizontal arm of a ceiling mounted contrast injector broke. The injector struck the pt in the right forearm causing an abrasion. The injector was disconnected and the procedure was completed without complication. The injured arm was later x-rayed, the result was negative. No further complications or complaints noted.